Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. Error 015, and 0300 were observed in the error log indicating battery droop. Meter is operable. Customers and retails have been informed through the fa16may2006 letter.

Event description:
Customer reported the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.